Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6): product type recharger product ID 97745 serial# (B)(6): product type programmer, patient h3: analysis of the 97755 recharger (rtm) (s/n#:(B)(6) revealed a recharger antenna frayed, recharger antenna failure, and no device found message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID 97745 (serial (B)(6) ; product type: 0201-programmer patient; section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial (B)(6) ; product type: 0213-recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that information was received from a patient regarding their external devices. The reason for call was caller stated they were charging their implant last night when the recharger cord got really hot then a message came up on the controller telling them to call medtronic. Caller stated they couldn't get the message to go away or the controller to do anything. Caller added that this morning the controller screen was off, and the screen was black. Agent had caller reset the controller battery. Caller confirmed no visible damage to battery compartment or battery pack. Caller noted the controller did not power on. Caller did not have their ac power supply available at the time of the call. Agent advised caller to call back with the rest of their equipment to finish troubleshooting. Caller noted that their recharger has been frayed where the cord goes into the paddle for like a year but they taped around it. Caller did not have the recharger present at the time of the call. Agent advised caller to call back with recharger serial number to process replacement. Patient called back with recharger serial number. Agent sent email to repair to replace the recharger. Patient also stated they connected the controller to the ac power supply, and the controller powered on. Patient saw memory problem and had to set the date/time. Patient noted the controller battery was 0% and recharging, and the implant was 60%. Agent reviewed everything appeared to be working as intended.